Manufacturer narrative:
(B)(4). Manufacturer contacted customer on 1/30/2019 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Customer didn't received the replacement yet. Replacement product resend.

Event description:
Consumer reported complaint for meter not turning on with strip insertion accompanied with symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling rattled/shaky. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 05/14/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer states meter turns on when the circle button is pressed but not when strip is in meter. Battery was inserted correctly. There was no adverse event or MDR related to this issue.